Manufacturer narrative:
Other relevant device(s) are: product ID: 9735339r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that there was a camera defect and bump battery fault. It was noted that the repair was not planned at the time of this report as the site did not wish to pay for the spare part. The system was still down. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that instruments were not visible, amber led light. The camera was without function. There was no patient present when this issue was identified.